Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate the reported issue. A customer quality engineer reviewed the device logs (attached to work order) and verified that no error codes are logged for the reported issue. The cause of the reported issue could not be determined. The software was updated and the battery pins were replaced as precautionary measures. The device passed functional and performance testing and was returned to customer.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.